Manufacturer narrative:
Lot #: the suspect lot is either h20d02046 or h20d30070. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a female connector (dark blue) of a transfer set broke off (separated) from the transfer set (main body) when the patient attempted to disconnect from the patient line. It was further reported there was difficulty disconnecting from the patient line. This was observed while disconnecting the patient from peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Additional information: h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. The reported condition of separation issue was verified. The cause of the condition is related to inadequate solvent application during manufacturing. The patient line was removed from the transfer set; therefore the reported connection issue was not confirmed. A batch review was conducted for lots h20d02046 and h20d30070 and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.